Manufacturer narrative:
(B)(4).

Event description:
Upon receiving additional information, it was found that this event was also previously reported in manufacturing report #3007566237-2013-03978. Any additional information received regarding this event will be reported under this manufacturing report number (#3004209178-2013-1 2508).

Event description:
It was reported that the patient turned the device off once for four days and became suicidal. It was noted that all symptoms came back. It was further noted that with the device on the patient¿s depression and confusion were in remission. At the time of this report the patient left the implant on ¿all the time.¿ the patient noted the implantable neurostimulator (ins) system cured their vision problems. The patient felt it was a four fold improvement. (B)(4). Additional information received reported that the patient forgot to recharge the battery. Therapy had been restored and symptom relief was adequate. It was noted that no interventions were necessary. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3391s-40, lot# v259776, implanted: (B)(6) 2011, product type lead; product ID 3391s-40, lot# v259776, implanted: (B)(6) 2011, product type lead; product ID 7436, serial# (B)(4), product type programmer, patient; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 64002, lot# n306623, implanted: (B)(6) 2012, product type adapter; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).